Event description:
EKG monitor not picking up ECG. ECG would be flatline on lead 1 and 3. Lead 2 very poor pattern. No apparant injury to pt. Electrical engineering checked out cardiac monitor. Questionable leads were tested. Found the la lead defective. Replaced lead.